Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's therapy port would not recognize the therapy cable. There was no reported pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips bench technician. The reported symptom could not be duplicated. The device passed all performance assurance testing and was returned to the customer. Philips was unable to verify the reported malfunction.